Event description:
It was reported that when radiology doctor is trying to insert a dual lumen PICC today, a guide wire was stuck inside one lumen of a dual lumen PICC. To maintain the access, we opened another dual lumen kit, used the 135cm long wire that comes in the dual lumen PICC pack to swap out the PICC that has wire stuck inside. No harm caused to the patient, we just had to spend longer time for this procedure. (B)(6) 2022 - multiple bends and a sharp kink were observed within the coil region of the returned guidewire.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty advancing the catheter over the guidewire was confirmed. The product returned for evaluation was one 5fr d/l powerpicc catheter and one 135cm guidewire. Light usage residues were observed throughout the sample. Multiple bends were observed along the length of the guidewire and a sharp kink was observed within the coil region. The guidewire outer diameter was measured to be 0.018¿ using digital calipers. Microscopic inspection of the guidewire confirmed bends in the guidewire, a kink in the coil region and the presence of biological residue. Attempts to insert the guidewire through the catheter were unsuccessful. Resistance was encountered when attempting to pass the bent regions of the wire through the catheter. Insertion of a non-complainant 0.018¿ stainless steel guidewire through the catheter was successful and unremarkable. The difficulty encountered when advancing the catheter over the guidewire was caused by the bends/kink in the wire. The wire deformation was consistent with wire advancement/manipulation against resistance and the biological residue suggested that manipulation occurred during device use. A lot history review (lhr) of refq0140 showed no other similar product complaint(s) from this lot number.